Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working due to fluid loss. A surgical procedure was performed, during which a crack in the pump tubing was noted; therefore, the device was removed and replaced. There were no patient complications.